Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported the patient had been hospitalized due to a seizure and hyperglycemia. Blood glucose (bg) values reached 700 mg/dl while wearing the pod between 4 and 24 hours. The patient was reported to also be vomiting. No treatment information was provided. It was also reported once patient was hospitalized the controller would no longer power on.

Manufacturer narrative:
In the case description, the user mentioned having high blood glucose values while using the system and being unable to turn the controller on after they were hospitalized. A review of cloud data tied to the user in the insulet system showed that the controller serial number reported, which is the controller that was returned (B)(6), was not in use at the time of the reported event. Cloud data shows that the controller reported in the complaint was no longer used after (B)(6) 2024 and that a new controller was set-up on (B)(6) 2024 of (B)(6). This controller was used up until the time of the reported event, after which a new controller was set-up on (B)(6) 2024 of (B)(6). Cloud data indicates that controller (B)(6) was used at the time of the reported event, not the controller that was reported and returned (B)(6). Without the device that was being used at the time of the event being returned, the exact cause of the reported event could not be determined.